Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a broken cylinder was found. All the components were removed and replaced; the original reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a broken cylinder was found. All the components were removed and replaced; the original reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. The first cylinder had broken fabric threads from wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak at corner of a fold in the proximal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed contamination (bodily fluid) was found within the pump. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the hole/perforation and device operates differently than expected was most likely determined to be the leak at corner of a fold in the first cylinder from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).